Event description:
Customer reported rolled folds/wrinkles along the left eye flap with trace diffuse lamellar keratitis (dlk) and a epithelial ingrowth cysts. Patient reported irritation and watery eye. No loss of best corrected visual acuity (bcva).

Manufacturer narrative:
(B)(4). Evaluation conclusion: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation difficult. Customer is only reporting this event and did not request field service or clinical support. Placeholder.